Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to securely attach to a monitor) was confirmed. During the distributor evaluation the electrode belt trunk cable connector locking nut was cracked, which prevented the electrode belt from securely connecting to a monitor. The root cause for the damaged locking nut was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable malfunction was discovered. The distributor reported that a patient's electrode belt was unable to securely attach to a monitor.